Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the programmed system controller pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined the cause for the malfunction to be an electrical short of the u61 ic chip.

Event description:
It was reported that the device was stuck at the self-test screen with a distorted display. The device locked up and was unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.